Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation summary: the device was returned to allergan for analysis and the device as noted to be overweight, 276.85 grams. Visual analysis noted crease fold and wear abrasion on the shell of the device. Under microscopic analysis, a striated opening was observed consistent with damage from a surgical tool. Based on the device analysis the final assessment is: a striated edge opening on anterior side assessed as to surgical damage. Non-penetrating nick striated in the anterior side. Additional information: d10, g1, h3, h6.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.